Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Explant has not been confirmed.

Event description:
Patient reported left side rupture. The device remains implanted.

Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: granuloma.

Event description:
Healthcare professional reported granuloma "sections show implant capsule composed of thick parallel collagen infiltrated by small lymphocytes with silicone granuloma and multinucleated giant cells on one aspect. Thereis no glandular breast tissue and no atypical lymphocytes are identified on h&e. No malignancy is seen."

Manufacturer narrative:
Device analysis: visual analysis of the photographs identified: device is seen intact and red particles on the shell.

Event description:
The device has been explanted.